Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported after injection with juvéderm voluma® xc in the cheeks, the ¿right side of the face was swollen¿ and ¿their ears would not pop¿ approximately 1 month after injection. The patient went to their primary physician who prescribed methylprednisolone, and a week later the patients ¿face blew up like moon face." The patient went back to their primary care physician and was prescribed amoxicillin and benadryl. A week later, the swelling still didn¿t go down, and the patient returned to the doctor and was advised they would need an eustachian tube, because the ears were still blocked and recommended sudafed. Two weeks later the patient is complaining their ears are still blocked and has ringing in the ears. Patient inquired if the filler was "dangerous."